Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was faulty motor. The motor was replaced. A follow-up report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report that an infusor pump keeps alarming upon start-up. Information was provided that the problem occurred during programming/set up of the pump. Although baxter attempted to obtain information, details were not available regarding this event. During baxter device evaluation, there was a constant alarm when attempting to run the device. No additional information is available.